Manufacturer narrative:
(B)(4). The patient was initially tested on (B)(6) 2009. (B)(6) results were obtained by pcr, architect hiv ag/ab combo ((B)(6)) and vidas. Western blot, which would detect antibodies against hiv, was negative. From these results, it can be concluded that the patient was diagnosed in a very early state of (B)(6). Viral replication and infection was ongoing as well as the initial inflammatory reaction fuelled by the innate immune system, which caused the symptoms with which the patient presented himself. The response of the adaptive immune system had not yet reached its full capacity, shown by the lack of antibodies against (B)(6). As the customer stated, (B)(6) was immediately initiated and successfully repressed viral replication. After 1.5 years of(B)(6) another blood sample was drawn for testing. This was negative with a number of assays including architect hiv ag/ab combo. Vidas and axsym hiv ag/ab combo were weakly (B)(6). It is conceivable that through the quick suppression of viral replication only a minor stimulus to the adaptive immune system was given by the viral particles. Antibodies were generated but as with every boost to the immune system, comparable to a vaccination, the antibody titer decreases with time. After 1.5 years of (B)(6), the virus was still successfully suppressed and the antibody titer was decreasing. At the point where the sample was drawn, the low antibody titer could only be detected by a minor number of assays. Differences in the detection limit are related to assay design. The architect hiv ag/ab combo assay is intended to be used as an aid in the diagnosis of hiv-1/hiv-2 infection and as a screening test for donated blood and plasma. The assay has functioned in initial diagnosis as intended and gave a (B)(6) result. The assay is not intended to be used for monitoring infected patients. Generally monitoring of hiv patients is performed by regular monitoring of hiv-1 rna and cd4 t-cell count (jama. 2010 jul 21; 304(3):321-33). Overall, testing of the returned patient samples does not change the outcome of our initial evaluation of the retained reagent lots identified in the customer's complaint: we have determined that architect hiv ag/ab combo reagent, list number 4j27-30, lot number 90224hn00 and 92831hn00, are currently meeting its safety, effectiveness, and label claims.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 4j27, architect hiv ag/ab combo, that has a similar product distributed in the us, list number 2p36, architect hiv ag/ab combo. Concomitant medical products continued: architect hiv ag/ab combo reagent list # 4j27-30 lot # 85811hn00 and 92831hn00. (B)(4) refer to results of investigation below. Testing of reagent kits stored at abbott laboratories of architect hiv ag/ab combo, lot 90212hn00 (which contains the same bulk material as lot number 90224hn00) and lot number 92831hn00 met specifications; controls showed values within typical range. Testing of reagent lot 85811hn00 could not be performed since the reagent was expired for 2 months when the complaint was received. Three hiv-sensitivity specimens have been tested with lot number 90212hn00 and 92831hn00, showing normal performance without false negative results. In addition, two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016) were tested using both reagent lots to assess the clinical sensitivity of the reagent lots. The obtained results were compared with architect hiv ag/ab combo test data from the manufacturer (zeptometrix) for these seroconversion panels. All generated data demonstrate that the performance of the architect hiv ag/ab combo reagents is not compromised and the performance fulfills the package insert claims with regard to sensitivity. A review of complaint records for reagent lots 85811hn00, 90224hn00 and 92831hn00 did not identify any problems relating to the customer's observation. All generated/ reviewed data demonstrate that the performance of the architect hiv ag/ab combo reagent, list number 4j27-30, lot number 85811hn00, 90224hn00 and 92831hn00, is not compromised and the performance fulfills the package insert claims with regard to sensitivity. The returned specimens, drawn on (B)(6) 2010 and (B)(6) 2011, were tested with a retained kit of architect hiv ag/ab combo reagent, list number 4j27-30, lot number 90224hn00 and 92831hn00. (B)(6) results were obtained with both reagent lots. Therefore, the (B)(6) results obtained by the customer could be repeated. The specimens yielded (B)(6) results on the innotest hiv ag mab test. The patient samples generated (B)(6) results on the hiv-1 specific western blot new lav blot I test (B)(6) and (B)(6) results on the hiv-2 specific western blot new lav blot ii test (B)(6). Both specimens gave (B)(6) results when tested with the axsym hiv ag/ab combo assay. On the basis of the results obtained on the two returned patient samples, they are considered false (B)(6) with the architect hiv ag/ab combo assay as (B)(6) results were obtained in the hiv-1 specific western blot and (B)(6) results were obtained with the axsym hiv ag/ab combo assay. The results from the patient sample testing do not change the outcome of the initial evaluation. The architect hiv ag/ab combo reagent, list number 4j27-30, lot number 90224hn00 and 92831hn00, identified in the customer's complaint, are meeting its safety, effectiveness, and label claims.

Event description:
A (B)(6) patient who has been on (B)(6) since (B)(6) 2009, generated false (B)(6) results on the architect hiv ag/ab combo assay. At the start of therapy, the patient was (B)(6) on the architect ag/ab combo assay and the vidas combo method due to (B)(6), and was (B)(6) for hiv-1 and hiv-2 antibodies based on immunoblot. The patient was tested in (B)(6) 2010 and was (B)(6) on the architect and determine hiv combo assays but was (B)(6) on vidas hiv duo and vidas hiv duo ultra ab methods. The patient was (B)(6) for hiv-1 antibodies (B)(6) based on immunoblot. No impact to patient management was reported.